Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side rupture. Patient reported a mammogram confirmed the rupture. The device has been explanted.

Event description:
Healthcare provider reported a left side rupture. Patient reported a mammogram confirmed the rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: striated broken on radius. Based on the device analysis the final assessment is: - striated broken on radius assessed as surgical damage. - missing shell assessed as inconclusive.